Event description:
During a laparoscopic cholecystectomy, the jaws of the bowel grasper disassembled. A small piece of metal, approximately 1mm with a hole in the center, appeared to be missing from the device. An x-ray was done of the pt, which was read as negative. The piece was not found.